Manufacturer narrative:
Approximate age of device: 5 days. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2018. It was reported that the patient had a pump exchange on (B)(6) 2018 due to hemolysis captured under MFR# 2916596-2018-03724. The patient developed severe vasopalegia requiring ecmp and high dose vasopressors. Due to severe vasopalegia, the patient developed multiple organ dysfunction syndrome (msof). Complications post operations were presented and prognosis was very poor for patient's survival the family withdrew care on (B)(6) 2018 and patient expired. No autopsy and no equipment will be returned for evaluation. It was reported that the new hmii pump (B)(4) (doi: (B)(6) 2018) was working as intended however, cause of death was related to post surgery complications. No further information provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: no product was returned for evaluation. A direct correlation between (B)(4) and the patient¿s expiration cannot be conclusively determined. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to hemolysis (reported on medwatch MFR report #2916596-2018-03724). Following the exchange, the patient developed severe vasoplegia and required extracorporeal membrane oxygenation (ECMO) and high dose vasopressors. Due to the severity of the vasoplegia the patient developed multisystem organ failure (msof). Because of the patient¿s poor prognosis, their family decided to withdrew care on (B)(6) 2018 and the patient expired. The device was reportedly functioning as intended and was not returned for evaluation as an autopsy was not performed. The cause of patient's death was reportedly related to surgery for pump exchange due to hemolysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.